Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Seeds were stuck in the suction channel and prevented reprocessing. The event can be detected/prevented by following the instructions for use which state: ¿warning: avoid aspirating solid matter or thick fluids; channel or valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the event findings, evaluation found the distal end plastic cover was chipped, the objective lens was chipped (image not affected), the objective lens was chipped, the insertion tube was scratched, the light guide tube was scratched, angulation was reduced and the control knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii colonovideoscope could not be brushed and there seemed like a seed was inside one of the ports. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the suction cylinder was clogged with foreign material. There were seeds stuck in the suction cylinder. The report is being submitted due to the foreign material in the scope found during evaluation.